Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 38mm in length, concentric, de novo target lesion was located in the severely tortuous and moderately calcified, 2.5mm in diameter left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced, but failed to cross the lesion. The device was removed and found the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.